Event description:
Per the surgeon's report, this child has vestibular problems associated with chouar syndrome, which causes him to fall down frequently. He was no longer reacting to sound. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to MFR's specifications. A surgery to remove the failed device and implant a new one will be performed in the near future (date not aoi).